Manufacturer narrative:
Reported event of feeding tube loop detached. Reported event of feeding tube difficult to advance. The exact age of the patient is unknown however it was reported  over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the dilator tip, on the end of the peg tube, detached outside the patient¿s gastrostomy site. The proximal part of the tube was removed from the patient¿s mouth without using a scope. The procedure was completed with a new endovive safety peg kit pull method 20fr . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the male threaded portion of the dilating tip had pulled out of the female threaded inner ring. The male threaded portion had broken off the cannula of the dilating tip and adhesive was found on the cannula. The silicone tubing did not present any signs of tensile failure but was cut at an angle and not perpendicular to the working length. During evaluation when the outer ring was removed, the silicone tube was cut and the inner ring was removed for examination. The inner ring presented slight damage on the flat surface that was facing the dilating tip. The dilating tip cannula found clear residue attached in several places. The residue was rinsed with water to determine if it was residue from either the procedure or the decontamination process, and it did not dissolve or dislodge and was confirmed to be adhesive by rinsing with nitromethane which caused the adhesive to become viscous and sticky. The complaint is consistent with the return that the dilating tip had separated from the tubing. It does not specify the amount of thread engagement needed for assembly of the mating components. It appears the threads of the mating components were not / partially engaged during the assembly process for this device, therefore the most probable root cause is manufacturing. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number 16110461.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the dilator tip, on the end of the peg tube, detached outside the patient's gastrostomy site. The proximal part of the tube was removed from the patient's mouth without using a scope. The procedure was completed with a new endovive safety peg kit pull method 20fr . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.